Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two implants were returned for investigation. Visual evaluation of the as returned product identified the implant collar fractured for tsvmb11 while the implant tsvmb10 showed sings of use, bone tissue attached to external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was bruxism, moderate bone density (type ii). The reported devices were located on tooth sites # 14, 15(fdi) and were used for approximately 3 years 4 months. The customer did not provide any pictures or x-rays. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings. DHR review: DHR review was completed for the subject lot numbers (62806923 & 64010511). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot numbers ((B)(4) & (B)(4)) for similar events and two (2) other complaints were identified ((B)(4)& (B)(4)). Review completed utilizing keywords: 'fracture implant' post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported events (fracture implant & fracture screw) or product (tsvmb10 & tsvmb11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device (tsvmb11) malfunction did occur and the reported event was confirmed. Additionally, device (tsvmb10) malfunction did not occur and the reported event is unconfirmed.

Event description:
Doctor reported the implant collars in tooth location #14/15 fractured and were removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided.